Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, reviewed the logs and was unable to replicate the reported issue. The se found the ventilator indicated that the extended self test (est) had never been completed along with an error code. The se also found the ventilator intermittently failing the backup ventilation test on an est with a gas supply printed circuit board (pcb) failure. The se replaced the pcb, completed an est and updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed "limited mix capability, only 21% or 100% supported. Est [ extended self test] required" and indicated a backup ventilation error code. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: one gas supply pcb was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. The investigation could not determine a cause of the event. The event will be included in trending and monitoring.